Event description:
We had a big error here in dialysis at 1 yesterday when the staff grabbed a 0 ca+ 0 k+ bath for a patient instead of ca+2.5 and k+2.0 bath and patient experienced the symptoms of severe hypocalcemia. Our standard dialysis bath is 2.5 ca+ k+2.0. Of course, the poor labeling as well as human error also contributed to the error.